Event description:
It was reported that the right ventricular (rv) lead showed oversensing with a high number of short interval counts (sic) and non-sustained ventricular tachycardia episodes. The lead was reprogrammed to unipolar and sensitivity was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted 2006-(B)(6). (B)(4).